Event description:
It was reported that the pt could not adjust her stimulation. The device was in a power-on-reset condition and displayed a call your doctor icon with an "enter code: 1". The por was corrected. The pt has 4 programs and is feeling stimulation in the correct location.

Manufacturer narrative:
(B) (4).